Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 460 mg/dl and low blood glucose of 60 mg/dl. The customer's mother reported that they thought the infusion set was blocked and changed the the infusion set. The customer declined to troubleshoot for low blood glucose. The product was not returned for analysis.